Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the clips scissored intermediately while applying clips to a staple line. The device was replaced and the procedure was completed. There was no patient consequence.